Event description:
Healthcare professional reported right side "pain in breasts, altered shape and hardening", capsular contracture baker grade IV, "multiple folds and radial folds", and "small peri-implant liquid collections", confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-implant liquid"; capsular contracture, baker grade IV.